Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product code information provided with initial report was incorrect. The correct information has been provided in d1/d2 section of this report.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. The formatted history file confirmed pump error alarm, due to software error. Pump received with operating currents within specification. No unexpected failed batt test/battery failed alarm or powering off noted. Pump received with scratched case and pillowing keypad overlay.

Event description:
The customer reported via phone call that their insulin pump alarmed power error and shut off by itself in the middle of the night.  Troubleshooting was done and found that the pump also alarmed failed battery test after the pump reset itself. The customer¿s blood glucose level was 68 mg/dl at the time of the incident. Failed battery alarm was resolved. The insulin pump will be returned for product analysis.

Manufacturer narrative:
The initial report was created in error.